Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for deep brain stimulation experienced tremoring on the left side of the body and was unable to adjust settings on the left side of the device. Additionally, the patient reported that the charge was too strong when adjusting settings on the right side. The patient suspected possible parkinson's disease on the left side of the brain and discussed these issues with their healthcare provider, who acknowledged the possibility but noted it was uncommon. The patient was advised to consult further with their healthcare provider to address the issue.